Event description:
It was reported that during a ptci procedure in the proximal lad, after predilatation, the penta was advanced into the lesion and inflated. Reportedly, the balloon burst at 2 atmospheres. An attempt was made to remove the system through the guiding catheter without success, so the stent delivery system was retracted by removing the entire system. It was then noted that there was a large dissection in the proximal lad. The patient experienced angina and st elevation, nausea, tachycardia and fibrillation and was defibrillated. A covered stent was then placed in the proximal lad with good results, however; there was a subtotal occlusion of a diagonal branch. Further dilatation of the diagonal branch with a dilatation catheter complicated the dissection in the lad. CPR was initiated again, but the patient expired.